Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up" was confirmed during the functional testing and based on the archive data review. The root cause for the occurrence of ua07 error was due to a defective load cells as a result of damage sustained by user mishandling. Visual inspection of the returned platform was performed, and no issues were observed. A review of the autopulse platform archive was performed, and it showed occurrence of multiple ua07 on the reported complaint date; thus, confirming the reported complaint. During functional testing, upon powering up the platform, ua07 was displayed. Therefore, the reported complaint was confirmed. The defective load cells were replaced to remedy the issue. After replacing the load cells, the platform passed a 15-minute functional test with the large resuscitation testing fixture, (lrtf) equivalent to a (B)(6) pound patient. Upon customer's approval, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. No patient involvement.